Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Batch # unk. Additional information requested but unavailable: did bleeding occur when the stapler cut, but had not stapled? If yes, how was the bleeding controlled? If yes, how much blood was lost (ml)? If yes, did the patient require a transfusion as a result of the device issue? Approximately how far had the device fired when it stopped? What was the product code of the cartridge (gst60t, ecr60d, etc.)? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a laparoscopic appendectomy procedure, the motor made a sound and then stopped. When opened, the stapler had cut but not stapled. Do not know what color cartridge or what number firing. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m5506y the analysis found that one psee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.